Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen displayed numerous small white lines consistent with a touchscreen defect, and the user noted the issue occurred during normal carry though they previously reported a potential key impact; the device problem involved a fractured or stressed touchscreen while the user¿s blood glucose was 72 mg/dl and not affected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and receipt and inspection of the returned device. Investigation of this case revealed a device hardware defect affecting the display assembly consistent with screen delamination, with no associated software malfunction or alarm behavior. It was concluded, based on previously established findings for similar reports, that the cause was component degradation of the display assembly leading to screen delamination.